Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned without any performance allegation. Upon analysis of the returned components, it was noticed that the cylinders did not pass the microscope and leak test. Also, the pump did not pass the microscope and functional test. No additional information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had holes in the middle of the cylinder from sharp instrument and broken fabric threads and detached outer tubing from wear in the proximal end of the cylinder. The cylinder one kink resistant tubing (krt) was worn to the filament. Cylinder one had two leaks from sharp instrument in the middle of the cylinder. Cylinder two had a leak from sharp instrument in the proximal end of the cylinder. The pump was microscopically inspected, and leak, functionally tested. The microscope test founded that the pump krt was worn to the filament. The pump did not pass the functional test. The pump passed leak test. The reservoir was microscopically inspected, and leak tested. The microscope test found that the reservoir krt was worn to the filament and had wear at a fold in reservoir shell. Reservoir passed the leak test. The rear tip extender (rte) was visually inspected. No damage or abnormalities were found with rte.